Manufacturer narrative:
Article citation: "sutton ej, dashevsky bz, watson ej, et al. Incidence of benign and malignant peri-implant fluid collections and masses on magnetic resonance imaging in women with silicone implants. Cancer med. 2020;9:3261¿3267. Https://doi.org/10.1002/cam4.2189". Patient: 1876. The events of "lymphoma-alcl, lump/nodule, seroma-late, granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: it is unknown if reoperation has occurred.

Event description:
Journal article ¿incidence of benign and malignant peri-implant fluid collections and masses on magnetic resonance imaging in women with silicone implants" reported fluid, complex fluid" noted for 18 of the participants. "Mass" noted for 2 of the participants. "Benign with implant rupture" noted for 1 patient. "Organizing hematoma" noted for 1 patient. "Foreign body giant cell/granulomatous reaction" noted in 1 patient. Lymphoma-alcl: "lymphoma" noted in one patient. Pathological markers cd30+ and alk- were provided. Status of the devices is unknown.